Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with a quick serter. Troubleshooting was performed and during the call customer mentioned she had high blood glucose of 400 mg/dl. No troubleshooting was performed on the insulin pump in regards to the high. Customer is not returning the device for analysis.